Event description:
The account stated a pt's blood was drawn for hcg on 3/5/97, frozen and tested on 3/6/97 for a result =313.41. From 3/6/97-3/11/97 the sample was then stored refrigerated. The sample was again tested on 3/11/97 for results = 31.87/31.71. All testing was done on pour off specimen. The account also performed repeat testing on the sample straight from the original tube for a result =0.0. The account states no medical intevertion took place due to the original result being reported. The account stated the serum was slightly lipemic. The account will not be able to provide add'l pt info. The account also stated this pt is not pregnant.

Manufacturer narrative:
Investigation summary: account returned 2 pt samples. No calibrators, controls, or reagent packs were returned by customer. Accounts original pt imx hcg value on 3/6/97 (313.41 miu/ml.) Was not confimred. Accounts imx hcg reported result observations from 3/11/97 (poured off sample were 31.87 and 31.71 miu/ul.) Which were tested 5 days later were reproduced; 27.51 miu/ml. Sample that account reran after 5 days (from original tube; 0.0 miu/ml) was also reproduced; 0.39 miu/ml). All abbott controls delivered acceptable results. File reagent kit with same lot number that account used gave acceptable control results. For imx hcg assay, hcg levels between 5 miu/ml and 25 miu/ml. May be indicative of early pregnancy. Correlation with other clinical findings (e.g. Date of last menstrual period, results of pelvic examination, etc) should be sought in evaluating determined hcg levels. Eval complete-final report.